Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor cannula fractured while the sensor was inside of her body. The patient's blood glucose at the time of incident is unknown. The customer was able to pull the cannula out of her body. The sensor will be returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test. The sensor passed per specifications and performed the bicarbonate buffer test. The sensor passed with accurate readings. The sensor was found separated from the needle. Also found the cannula whole with no broken or missing parts.